Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated ldh (lactose dehydrogenase) and lfts (liver function tests) around (B)(6) 2020. It was reported that the abdominal ultrasound was unremarkable. The patient had no symptoms and the ldh improved after the patient started on plavix.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated ldh and liver function tests could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established through this evaluation. The evaluation of the submitted log files captured the pump functioning as intended above the low speed limit throughout the duration of the data. The controller event log file captured motor power ranging between 3.7 and 4.1 w, calculated flow ranging between 3.9 and 5.3 lpm, and calculated pi ranging between 1.5 and 4.8. The patient remains ongoing on the device and no further issues have been reported at this time. The heartmate 3 lvas IFU lists hemolysis and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.